Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The following day, the patient was hospitalized for the event. Action taken with dianeal and extraneal therapies was not reported. The patient was treated with injection ceftazidime (500mg/5l, intraperitoneally, frequency and duration not reported) and injection cefazoline (500mg/5l, intraperitoneally, frequency and duration not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. No additional information is available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). It was reported at the time of this report the pd fluid was clear. It was reported the patient was recovered (previously recovering) from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.